Event description:
During service, the blower intermittently hesitates at start up. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2016. MFR date: 10/05/2016. Conclusion / root cause: the reported complaint of the blower hesitates to power on at startup was not duplicated. No fault was found on the returned blower motor controller. This report is being submitted as part of the remediation for CAPA (B)(4).